Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their keypad intermittently responsive to button presses after a tear was discovered between the up and down buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product involved with this complaint has been requested to be returned to animas for product analysis. At the time of this report the device has not been returned. If and when the product is returned to animas, product analysis will evaluate it and a follow up report will be submitted pertaining to this event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/02/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of a torn keypad was not confirmed during testing. Due to an unrelated display issue, the keypad buttons were not able to be tested. The keypad cover was removed and there was evidence of contamination found under all key contacts.